Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the implantable pulse generator (ipg) system was replaced. The replacement right ventricular (rv) lead dislodged and upon checking the dislodged pacing lead, it was discovered that the screw was elongated and the blood vessel got frayed. The rv lead was initially repositioned and eventually explanted and replaced. Extended hospitalization was also required.  No further patient complications have been reported as a result of this event.